Manufacturer narrative:
The evaluation included a review of the (B)(4) instrument logs, service history, field complaints and associated labeling. A review of the architect (B)(4) service history did not identify any contributing factors on or around the date of the complaint. There were no subsequent contacts from the customer regarding discrepant results. A review for similar complaints did not identify any trends. A review of the architect system operations manual provides adequate labeling regarding the troubleshooting of the described issue, specifications / requirements for the c system processing module water purity, and operational precautions and limitations. Abbott customer support reviewed the logs for this instrument and determined the water blank was running high and that the maintenance was due on the laboratory's external water system. After the water maintenance was completed and the water bath was changed, the quality control results were within range and no further elevated co2 results were reported. A malfunction of the architect c4000 (list number 02p24) was not identified. Based on the information within the complaint record, the laboratory external water system maintenance was past due, and was determined to be the likely cause for the elevated co2 results. A systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information section a. Patient information, 1. Patient identifier multiple = pt#1 and pt#2.

Event description:
The customer reported falsely elevated co2 results on two patients. The results provided were: pt#1 after new pack = 44 / recalibrated = 23 / historic = 24; pt#2 = 48 / 29 / 29meq/l (normal range 22-31meq/l). There was no reported impact to patient management. There was no additional patient information provided.